Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient had a peritoneal valve (ID ns5034) implanted on (B)(6) 2020. MRI showed total resolution of pericerebral effusion so they decided to change the flow of the valve slowly: on (B)(6) 2022 it was 70 mmh2o / on (B)(6) 2022 it was 80 mmh2o. On (B)(6) 2022 they wanted 90 mmh2o but the valve was blocked at 80 mmh2o. Medical staff decided to do a revision on (B)(6) 2022. The valve was broken.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation: DHR - no anomalies occurred during the manufacturing process. Failure analysis - the valve was visually inspected; no defects were noted. The valve was tested for programming, the valve failed the test. The valve passed the tests for occlusion, leaks and reflux. The silicone was cut just after the valve casing and the cam mechanism was gently moved. The valve was retested for programming, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: the cam magnets were controlled and failed. Root cause - the root cause for the issue reported by the customer is due to the abnormal polarization of the cam magnets or due to biological debris and protein build up interfering with the valve, at the time of investigation biological debris were noted. The root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a.